Manufacturer narrative:
An event regarding disassociation involving an unknownaccolade 2.5 tmzf stem was reported. The event was confirmed for dissassociation based on medical record and fretting based on inspection. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photograph was provided for review.the photographs shows a recently explanted accolade stem with bent and chipped trunnion and blood spots throughout the device. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question. Material analysis: not performed as this event does not relate to material integrity. Clinician review: a review of the provided medical records and x-rays rejected by a clinical consultant indicated: right hip revised ... Bent and chopped trunnion ... Stem, head and liner revised to rest. Mod. Stem, ceramic head, adm/mdm liner ..." Undated, unlabelled x-ray ap right hip - uncemented tha - stem and acetabular shell nominal, head in acetabular component, trunnion disassociated and dislocated from head.no clinical or pmh, no patient demographics, no operative reports, no examination of explanted components.a single x-ray is insufficient data from which to create a medical report on this case. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient's right hip was revised. Intra-operative observations/ reports included: bent and chipped trunnion, moderate amount of black tissue in patient. The event was confirmed based on medical record. A review of the provided medical records and x-rays rejected by a clinical consultant indicated: right hip revised ... Bent and chopped trunnion ... Stem, head and liner revised to rest. Mod. Stem, ceramic head, adm/mdm liner ..." Undated, unlabelled x-ray ap right hip - uncemented tha - stem and acetabular shell nominal, head in acetabular component, trunnion disassociated and dislocated from head. No clinical or pmh, no patient demographics, no operative reports, no examination of explanted components.a single x-ray is insufficient data from which to create a medical report on this case. The reported device was not returned however photograph was provided for review. The photographs shows a recently explanted accolade stem with bent and chipped trunnion and blood spots throughout the device. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised. Intra-operative observations/ reports included: bent and chipped trunnion, moderate amount of black tissue in patient. The stem, head and liner were revised to a restoration modular stem construct, ceramic head, adm/ mdm poly liner, mdm metal liner. Rep confirmed there are no allegations against the revised poly liner. Rep does have some pictures to provide and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. Intra-operative observations/ reports included: bent and chipped trunnion, moderate amount of black tissue in patient. The stem, head and liner were revised to a restoration modular stem construct, ceramic head, adm/ mdm poly liner, mdm metal liner. Rep confirmed there are no allegations against the revised poly liner. Rep does have some pictures to provide and confirmed that no further information will be released by the hospital or surgeon.